Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for cervical arthroplasty with implant of an artificial cervical disc at c5-c6. It was reported that approximately 58 months postoperatively, translation was noted at c5-c6 with 1-2 mm anterolisthesis. No treatment was provided as the patient was asymptomatic. The patient would be simply observed for now as the patient was asymptomatic. Approximately 118 months postoperatively, the patient continued to have c5-c6 1-2 mm anterolisthesis. The investigator noted the patient was asymptomatic. No treatment was provided. No diagnostic procedure was performed. The investigator noted the event was possibly related to the prosthesis as the anterolisthesis was at the same level as the disc.